Event description:
It was reported that the there was high pacing threshold on the right atrial (ra), right ventricular (rv), and the left ventricular (lv) lead. Upon review of the event it was discovered that the lv lead was implanted after the use before date. The device, ra lead, and lv lead were explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Please note the initial regulatory report 2182208000201201392 submitted on (B)(4) 2012 with an unknown model number and serial number has been identified as the lead reported on (B)(4) 2012 under manufacturing report number 2649622000201204808 with model number 4196 and serial number (B)(4). Accordingly, report 2182208000201001392 should be regarded as a duplicate of report 2649622000201204808. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted and there was apparent explant damage. (B)(4) the device was returned, analyzed and no anomalies were found. Performance data collected from the device was analyzed. Weekly log data in save to disk file 17134129 show three weeks of missing impedance measurement data for ventricular pace bi impedance, atrial pace, defib active can on, svc defib and lv perm pace impedance between (B)(4) 2011 and (B)(4) 2012. (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), all conductors were melted, the outer insulation was melted and there was apparent explant damage.